Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels. The customer states they had lows to the point where they passed out and injured their head. The customer states their healthcare provider had lowered their settings by 50 percent, and they have been running high. The customer states the issue is not the pump, but the settings. No further information or assistance provided.